Event description:
During routine testing and calibration it was determined that the personnel mobile lead barrier was ineffective for the intended purpose of blocking unnecessary exposure to radiation during radiological procedures.